Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the programmer had an incorrect display. The programmer passed incoming testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was displaying a different device setting than what the device was set to. The programmer was returned for service. No patient complications have been reported as a result of this event.